Event description:
It was reported that the patient underwent a barrigel procedure on (B)(6) 2024. The patient subsequently received photon radiation therapy (70 gy in 28 fractions) to the prostate from (B)(6) 2024, through (B)(6) 2024. On (B)(6) 2025, approximately 18 months after completion of radiation treatments, the patient developed rectal bleeding and pain without a clear etiology, other than taking blood thinners. Conservative management was initiated, including hyperbaric oxygen therapy, which was prescribed for 40 dives of 90 minutes each; at the time of reporting this incident, the patient had completed approximately two-thirds of the planned course. Bleeding was reported to have improved, although the patient was no longer taking a blood thinner, and the pain was also reported to have improved slightly; however, some discomfort persisted. As such, a temporary diverting colostomy was offered and performed to facilitate healing of the rectal ulcer/bowel injury and to reduce the risk of recurrent complications associated with bowel movements. According to the treating physician, the diversion was intended to interrupt a recurring cycle in which the patient would temporarily improve, then experience a constipated bowel movement associated with disruption of the clot resulting in recurrent bleeding. The radiation oncologist reported that radiation therapy was delivered as planned, without deviation, and did he did not consider barrigel causally related to the bowel perforation based on the available information. The urologist reviewed imaging and reported that the implant appearance was appropriate, with no evidence of technical issues, and that the location of the bowel perforation did not appear to involve residual barrigel material. The urologist likewise did not consider barrigel causally related to the perforation. At last follow-up, the patient was reported to be stable, with ongoing but slowly improving symptoms. The patient continues treatment and is closely followed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med (contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Based on the clinical assessment, the reported adverse events are not considered related to the barrigel device. The reported outcomes are recognized complications associated with the procedure and/or subsequent radiation therapy. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was available for analysis. All lots of barrigel are released by both galderma/q-med (contract manufacturer) and palette life sciences (legal manufacturer). Both releases ensure that the product's predetermined specifications, as noted in the relevant palette part specifications, are met and that there are no critical deviations associated with the reviewed lots. Without the device to evaluate the probable cause could not be determined from the available information. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the patient underwent a barrigel procedure on (B)(6) 2024. The patient subsequently received photon radiation therapy (70 gy in 28 fractions) to the prostate from (B)(6) 2024, through (B)(6) 2024. On (B)(6) 2025, approximately 18 months after completion of radiation treatments, the patient developed rectal bleeding and pain without a clear etiology, other than taking blood thinners. Conservative management was initiated, including hyperbaric oxygen therapy, which was prescribed for 40 dives of 90 minutes each; at the time of reporting this incident, the patient had completed approximately two-thirds of the planned course. Bleeding was reported to have improved, although the patient was no longer taking a blood thinner, and the pain was also reported to have improved slightly; however, some discomfort persisted. As such, a temporary diverting colostomy was offered and performed to facilitate healing of the rectal ulcer/bowel injury and to reduce the risk of recurrent complications associated with bowel movements. According to the treating physician, the diversion was intended to interrupt a recurring cycle in which the patient would temporarily improve, then experience a constipated bowel movement associated with disruption of the clot resulting in recurrent bleeding. The radiation oncologist reported that radiation therapy was delivered as planned, without deviation, and did he did not consider barrigel causally related to the bowel perforation based on the available information. The urologist reviewed imaging and reported that the implant appearance was appropriate, with no evidence of technical issues, and that the location of the bowel perforation did not appear to involve residual barrigel material. The urologist likewise did not consider barrigel causally related to the perforation. At last follow-up, the patient was reported to be stable, with ongoing but slowly improving symptoms. The patient continues treatment and is closely followed.